Manufacturer narrative:
(B)(4).

Event description:
It was reported "partial inflation of the ballon". Additional information states that the catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".

Event description:
It was reported "partial inflation of the ballon". Additional information states that the catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical"

Manufacturer narrative:
Qn# (B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Returned with the sample was supplied 40cc inflation driveline tubing; no damage or abnormalities were noted. Upon return, the teflon sheath was noted on the returned iabc; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The supplied red non-vented cap was noted on the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample; no blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. No visual damage or abnormalities were noted to the cal key. The customer submitted photo was reviewed. In the photo, the sample was noted with-in the original carton/plastic bag. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" low light, "re" ratiometric error and "pl" pressure limit, indicating a possible broken fiber. The fiber was found broken approximately 27cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "partial inflation of the ballon" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks or alarms were detected. The returned device passed visual and functional test specifications for the reported event related to the bladder inflation issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.